Manufacturer narrative:
The returned device evaluation confirmed the reported failure. The catheter showed signs of damage consistent with torquing in heavy calcification and the distal nylon coil was separated and not returned. It is unknown if the separated section of coil was left in the patient or removed. The ends of the nylon coil were both connected and fully reflowed to the shaft supporting the fact that the device met material, assembly, and performance specifications. A manufacturing record review was completed and zero nonconformances were found. The most likely root cause for this failure is damage during use.

Event description:
In a very tortuous rca lesion, the doctor used turnpike spiral. After being advanced around 3 mm, it could no longer be advanced; the doctor re-treated the turnpike a bit and tried to advance again, but still could not advance it. Finally the doctor withdrew the turnpike and found the outer coil has been come off from the catheter. Additional information received 02jul18. Patient data is confidential. The catheter was removed and the user found the coil came off but still visible on the catheter. The user said there was no additional torquing. The tip caught in the occlusion of the lesion section. No further retrieve device was used for the coil. The patient was sent to surgery at a later time, the physician found a guidewire was broken (not related to the use of turnpike) in the vessel and it was unable to keep doing the intervention.